Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not close the lever on the second firing. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
H6; code 400: bent knife and also knife was knicked. Based upon the info received and the visual examination, it was concluded that the instrument was returned with a bent/nicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.